Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the healthcare professional of the clinical study reported that there was no further information regarding the cont ributing factors to the uncomfortable stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study for non-malignant pain. The patient reported bilateral tingling in the thighs otherwise the patient was feeling better. The patient was going to contact the manufacturer for an adjustment. On (B)(6) 2017, the patient reported the bilateral tingling in the thighs again. On (B)(6) 2017, there was no complaint from the patient at this office visit and the event resolved without sequelae. The "other" device and clinical diagnosis was uncomfortable device stimulation. The event was possibly related to the device or therapy (specifically due to programming) and not related to the implant procedure. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2017.